Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a permanent implant procedure the physician cut a portion of the stylet and left it implanted in the patient. Additional information is pending.

Event description:
Further follow-up indicates effective therapy has been established.